Event description:
The patient was revised to address knee pain. The patient had an extension limitation of 15 degrees. The patient's medical records were reviewed for MDR reportability. There are no additional findings to report at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number are not available.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the investigational inputs confirmed femoral device loosening and arthrofibrosis. With the limited amount of information provided, it cannot be determined that the complaint is product related. The patient¿s pain was likely due to the arthrofibrosis and the loose femoral component. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.